Manufacturer narrative:
Unable to determine root cause as investigation proved to be inconclusive based on the information available. Suspect issue was due to MRI 3d model/tracing pattern being sub-optimal to that of the CT. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The reported issue has not recurred.

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, the surgeon alleged an inaccuracy. The procedure began with the patient's magnetic resonance imaging (mr) scan. The 3d model looked great and registration passed. The surgeon was accurate on the tip of the nose superficially. When deeper in the anatomy on the sphenoid sinus, the surgeon deemed they were inaccurate by 4mm to the patient's left with the straight suction. The patient's computed tomography (CT) exam was received and the patient was re-registered using tracer. The straight suction was then accurate on the deeper anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up, reported training the site multiple times, noted that the surgeon was a very experienced fusion user and performs each procedure in the reported manner. The magnetic resonance imaging (MRI) was not accurate, the computed tomography (CT) with dots around the eyes was perfect. No further issues have been reported.